Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture (loc) and loss of sensing. Fluoroscopy imaging was done and confirmed the lead to have dislodged. A lead revision was performed, the ra lead was surgically abandoned and successfully replaced with a new lead. No additional adverse patient effects were reported.